Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.185" x 0.677" was found to be broken off the yaw pulley. The broken piece was returned. Failure analysis found a secondary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire within the insulation at the distal end. The instrument failed the electrical continuity test and there were no signs of thermal damage observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws on the force bipolar instrument bent while inside of the patient, while the surgeon was using a needle driver. It was unknown if strong grip mode was activated at the time the issue occurred. As the customer pulled the force bipolar instrument out of the system arm, the jaw broke off outside of the surgical field after the customer had taken the instrument out of the system. It was confirmed that there was no fragment fall into the patient, no patient harm or injury, and no patient death. The procedure completed robotically with use of a backup instrument and no patient injury.